Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 in the common bile duct. According to the complainant, during the procedure while using a standard ercp side viewing scope in short position, when the stent was introduced into the patient, they passed 3cm of the dreamwire guidewire into the stricture and then reduced the introducer to about 3cm. When they pushed the stent to the stricture, they experienced difficulty due to the very tight stricture. The physician then made some scope adjustments to help the stent advance in the duct; however, the delivery system slipped perforating the side wall of the common bile duct and punctured the portal vein. The guidewire was removed, and blood came out of the stent into the duodenum and air pumped into the portal vein, showing evidence of an air embolism. The stent was removed with a polypectomy snare. The patient coded immediately and was brought to intensive care unit (ICU) and remained unstable. On (B)(6) 2014, the patient died. It was reported that the patient had metastatic cancer in the colon, liver, and bile duct. According to the physician, the procedure contributed to the patient¿s death.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.